Manufacturer narrative:
Based on the current information provided, the cause of the post-procedure complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an intuitive surgical, inc. (Isi) senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, the patient was found to have a pneumothorax via a routine post-procedure chest x-ray. As a result, a chest tube was placed to resolve the pneumothorax and the patient was hospitalized. Although the physician indicated that no malfunction of an ion product occurred and the pneumothorax could have occurred via another biopsy modality, the cause of the complication is unknown.

Event description:
In was reported that after completion of an ion endoluminal lung biopsy procedure, a routine chest x-ray was performed and a pneumothorax was discovered. The physician mentioned that it is unclear exactly when the pneumothorax occurred. The patient was hospitalized over the weekend (2 days). The physician stated the pneumothorax resolved and patient was discharged to home. There was no ion product malfunction. The physician felt that the pneumothorax could have happened with another biopsy device. There was no other medical intervention required.